Event description:
Customer reportedly obtained results of 60mg/dl, 268mg/dl, 185mg/dl, and 74mg/dl on the advantage/voicemate system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.